Event description:
The customer reported a spill coming from the back of the alinity m instrument. A leak was identified coming from the back of the alinity m instrument onto the floor. The onsite field service engineer (fse) identified the leak as being lysis solution coming from the system solutions fill. The spilled liquid was only in a walkway used by the fses behind the instrument and directly underneath the instrument. There was no injury or exposure to the reported leak. The fse was wearing personal protective equipment (ppe) during the cleanup.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).